Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found that charger card would not put out more than 0.04a. Replaced two battery trays and the charger enclosure. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect charger enclosure has been returned to the manufacturer for evaluation, however no results are available at this time.

Event description:
A medtronic representative reported that outside of a procedure, after charging the imaging system overnight, the system was moved into the hallway and plugged in. After plugging in, the image acquisition system (ias) started beeping and shut off. The mobile view station (mvs) was connected to the wall and the umbilical cable was connected to the mvs. Two other outlets were tested and there was no change. Tried reseating the umbilical cable with no change. The ias was powered on but shut down again after a few seconds. There was no patient present when this issue was identified as it occurred in the hallway outside the operating room, however, the imaging system use was aborted for the case.

Manufacturer narrative:
Two battery trays for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the part was analyzed and it passed all tests. No fault found.